Manufacturer narrative:
(B)(4). On an unreported date, in the same month as the onset of the chronic fungal peritonitis, extraneal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient remains on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to have developed peritonitis on an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chronic peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, nausea, and vomiting. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event and dianeal therapy was discontinued. The patient was treated orally with voriconazole (dose, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient remained hospitalized for the event. Antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. Additional information is not available at this time.